Manufacturer narrative:
Date of event: aware date of (B)(6) 2021 used.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. The patient was taking aspirin post-implant and forgot to or did not resume xarelto as well. The 45-day follow-up transesophageal echo (tee) noted a laminar, non-mobile device related thrombus on the face of the device. The patient was placed on eliquis 5mg twice a day. The patient is doing fine with no events reported.